Event description:
A physician reported that during a surgery a phacoemulsification handpiece failed to preform aspiration in ultrasound mode. The surgery was performed and completed after replacing the handpiece with another one. Procedure type and patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. However, the phacoemulsification (phaco) handpiece (hp) was returned for this investigation for testing. Therefore, a service record review was not performed. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The handpiece successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. No problem was found related to the reported event. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).